Manufacturer narrative:
No unexpected no delivery alarms or occlusion anomalies or insulin flow blocked alarms noted during testing. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Device received with pillowing keypad overlay, scratched or peeling keypad overlay texture, scratched display window cover, faded or stained or peeling serial number label, peeling or fading end cap address label and scratched case. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow blocked alarm. Customer stated insulin did not exited during fill cannula. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.